Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The under infusion was verified during flow testing with a result of -5.78% error (rate = 100ml/hr, vtbi = 25ml, delivery = 23.555ml). No component failure was found, the device was required to undergo flow calibration to bring delivery within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion while on a patient in the nursing department during therapy (medication and delivery rate unknown) the device was set to deliver 75mls, however, it only delivered between 63 and 67mls. There was no known patient injury or medical intervention associated with this event. No additional information is available.